Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shocks for atrial fibrillation. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. On (B)(6) 2018 additionally, it was reported that the patient received an inappropriate shock for t-wave oversensing on the right ventricular (rv) lead. Reprogramming was performed and medication was adjusted. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.